Manufacturer narrative:
This lead will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during the implant of this right atrial lead loss of capture was seen. The lead helix was tested outside the patient and it was confirmed that the helix did not work. A new lead was thus used. This lead will be returned. No adverse patient effects were reported.